Event description:
As reported, a patient underwent an implant of a transcatheter valve (tavr) inside of a previously implanted surgical valve after an implant duration of approximately 12 years, due to critical aortic stenosis. Successful implantation. There are no reported adverse events following procedure.

Manufacturer narrative:
The reported device was not returned to manufacturer as it remains implanted. Without receipt of the reported device the reported clinical observation cannot be confirmed and a root cause cannot be determined or investigated. Edwards will continue to monitor all events. Additional information will be reported if received.